Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2 balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the whole device. The device was place in a water bath to soften the blood in the balloon. Microscopic examination revealed a pinhole 16mm from the tip. There is blood present in the inflation lumen and balloon. The balloon is loosely folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A 2.50mm x 15mm maverick balloon was selected for dilatation. However, upon first inflation at 12 atmospheres, it was noted that the balloon ruptured. The balloon was removed from the patient's body and the procedure was completed with another of the same device. No patient complications reported and the patient's condition was good.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A 2.50mm x 15mm maverick balloon was selected for dilatation. However, upon first inflation at 12 atmospheres, it was noted that the balloon ruptured. The balloon was removed from the patient's body and the procedure was completed with another of the same device. No patient complications reported and the patient's condition was good.